Event description:
It was reported that balloon rupture occurred. During procedure, it was noted that balloon ruptured at 12 atmospheric pressure upon third inflation in the left anterior descending artery. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure was good.

Manufacturer narrative:
E1. Initial reporter city. (B)(6) . Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath and upon removal was inflated to its rate of burst pressure of 12 atmospheres without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. During procedure, it was noted that balloon ruptured at 12 atmospheric pressure upon third inflation in the left anterior descending artery. The procedure was completed with another of the same device. No complications reported and patient's condition post procedure was good.